Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and emperion stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The revision intraoperative report noted very mild periarticular tissue reaction and a very small fluid collection. There was a moderate amount of corrosion noted on the neck. The pathology report indicated mild chronic inflammation with lymphoid aggregates, numerous pigmented macrophages with fibrin deposits and increased neutrophils. It should be noted the patient had a fall a couple of weeks post implantation. Although pain, pseudotumor and alval are findings consistent with metallosis the root cause of the pain, pseudotumor and alval cannot be determined and it cannot be concluded that the reported findings are associated with a malfunction of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed.